Manufacturer narrative:
Evaluation summary: the lens was returned for evaluation. Solution is dried on the lens. One haptic has edge damage with missing material on both the anterior and posterior side. The optic has multiple cracks on both the posterior and anterior sides. Deep scrape marks are observed on the anterior side of the optic. Product history records were reviewed and the documentation indicated the product met release criteria. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. There are no other complaints in this lot. This product malfunction was originally reported under an alternative summary report. The sample has been returned and investigation was updated, which prompts evaluation and conclusion coding to be updated. As the alternative summary report has been revoked, the updated information (product investigation and coding) is being sent via this 3500a report. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract surgery with an intraocular lens (iol) implant procedure, the iol had a scratch in the middle of the optic. There was no patient contact. There was no patient harm and the procedure was completed with a new iol. The reporter also clarified that the lens was not placed/stored in the case properly.